Event description:
It was reported that before the procedure, the blade stalled, then overheated. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
Complaint of overheating and motor stall error was confirmed. Cause of overheating and errors is a corroded motor/gearbox. The motor/gearbox was removed from the housing. The gearbox was removed from motor. The cable assembly and motor passed functional testing. The gearbox was found to be jammed and corroded internally. A review of the device history record was performed which confirmed no inconsistencies. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. After the evaluation the root cause for the reported issue was determined to be corrosion. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.